Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product remains in the patient's anatomy and the surgeon has no plan to remove the implants at this time. The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Additional information provided by surgeon indicates there was no malfunction of the parts manufactured by biomet microfixation.

Manufacturer narrative:
Additional information provided by surgeon indicates there was no malfunction of the parts manufactured by biomet microfixation. Patient reaction is a result of patient condition, no parts will be removed, no additional actions will be completed at this time.

Event description:
The customer reports that the screws backed out of the patient's bone immediately after surgery.